Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Although the sample was not available for evaluation, one photo of the complaint device was provided, and the hemostasis sheath, carrier tube, guide wire and locator were identified. The device was found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were not fully connected and not fully rear locked and the anchor was not visible within the distal tip of the sheath. No damage or issues were identified. The complaint can be confirmed for a potential assembly issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had stiff arterial stenosis and underwent balloon dilatation stent-plasty. Angio-seal was used to stop the bleeding. During the process of pushing the main body of angio-seal into the blood vessel through the sheath tube, the tip became stuck and could not be advanced. According to the operating doctor, the main body of angio-seal was opened and used within 5 minutes. Ultimately, the physician performed manual compression to stop the bleeding. Estimated blood loss was none. There was no patient injury or need for additional medical or surgical intervention.